Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the a patient underwent an eye procedure on an unknown date and suture was used. The patient experienced inflammation. The surgeon was unsure of the cause of the reaction and has swabbed the patient (B)(6) eyes. The suture remains implanted. Additional information has been requested.